Event description:
The customer reported that the glucose monitor kept beeping and was running high as 350mg/dl; the customer treated and at the end of call her glucose level was 311 mg/dl. The customer was frustrated and stated that high alerts is off on sensors, but they kept beeping. The caller stated that in one occasion her glucose was 33mg/dl, but she was unable to confirm if the insulin pump alarmed for her low. The customer also mentioned having discrepancies with her readings. She is sensitive to insulin and also very active and she exercises a lot. Advised the caller that sensor is all about timing for calibration and choose good site for sensor. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).